Event description:
It was reported that during preparation for a water vapor therapy procedure, error messages kept occurring during the priming stage. Troubleshooting steps were performed to no avail. The procedure was cancelled, and the patient was under general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.